Manufacturer narrative:
Other, other text: one cadd solis vip pump was returned for analysis due to displaying error 4400. The event history log was not able to be downloaded because of the continuous alarming. Power up and a self test was performed, and the error was confirmed. The main board does not operate as intended and there was a corrupted software hence the device was inoperable. The main board was replaced, and the preventative maintenance was performed.

Event description:
Information was received indicating that a smiths medical pump was presenting with error 4400. There was no patient involvement. There were no reported adverse events.